Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump and reservoir cannot stay in. Customer blood glucose reading was 110 mg/dl. Troubleshoot was performed. Customer also reported physical damage battery compartment. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. Customer agreed to replace the pump. The insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, missing end cap sticker and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.